Event description:
The patient presented with hypopyon, endophthalmitis and acute corneal edema postoperative. It is unknown if the endophthalmitis is product related. A vitrectomy was performed and intravitreal injections given.